Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient is claiming sever pain and burning 2 weeks after implantation of the mesh. The physician stated that the patient has lupus and has had chronic pain. The physician also stated the patient had an allergic reaction to another mesh years ago. No revision has taken place and the device remains implanted.